Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with the different device. There were no patient complications reported.